Event description:
Pso-ptt icp monitoring device was implanted without complications. One day after implanting the device, the temperature measurement reportedly dropped from 37°c to 34°c which did not correlate well with the patient's health state. After explantation, when the catheter was tested, the temperature could only reach 34.9°c. No health complications or medical consequences were noted.

Event description:
One day after the catheter was implanted in the patient, the temperature measurement dropped from 37 degrees to 34 degrees. We tested the catheter, the temperature can only reach 34.9 degrees.

Manufacturer narrative:
The catheter in return does not comply with our specifications, a short circuit (random contact) inside the tube between a wire of the temperature and pressure micro-cables can explain the defect in the temperature function. Case already encountered in the past on production scrap presenting the same symptoms. This is therefore a defect in the manufacturing process that is not detected and/or not easily detectable, a cut or alteration of the surface of one of the wires which, once inserted into the pa tube, comes into contact with one of the other nearby wires. And creates this random short circuit. Rare case of customer product returns.